Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported that the magazines fell out the scalpfix device.

Manufacturer narrative:
Investigation: no product at hand for investigation. Conclusion and root cause: based on the information available as well as a result of our investigation, the root cause of the failure is most probably related to and insufficient usage. Rational: based on the quality standards we exclude a material or manufacturer caused error. No CAPA is necessary.